Event description:
A patient reported that the touchscreen on their device was hard to read. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.